Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761 lot#, (B)(4) implanted: explanted: product type recharger. All fdm and fdr codes apply to the desktop charger (37761): analysis of the desktop charger (37761) found that it had a broken connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc (B)(4) now applies to the desktop charger (37761). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's desktop charger connector pin was broken and that as a result their ins was off because they were not able to charge it and their back pain got worse. A new desktop charger was sent to the patient. No further complications were reported.